Event description:
It was reported that the ilet connector piece became stuck after the user installed and over-tightened it, and the caregiver subsequently rewound the pump and removed the connector and cartridge, extracting the connector with pliers; the affected component was the connector piece associated with the infusion set and cartridge. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, characterized as an improper or incorrect procedure with the connector piece. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.